Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 482 mg/dl at the time of incident. The customer also reported that the insulin pump received no delivery alarm and said that no delivery alarm did not occur during manual prime and the event was resolved by complete set change. The customer stated that they treated the high blood glucose with the insulin pump after changing the set. The insulin pump will not be returned for analysis.